Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64982n. No issues with d-dimer recovery were observed, lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97300eua) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 98100, 510(k) number k042890.

Event description:
Event occurred in (B)(6). Customer reported discrepant low d-dimer results for 1 patient. Patient 1: normal triage d-dimer = <100 ng/ml. Ultrasound confirmed deep vein thrombosis. Customer's triage d-dimer cutoff- 400 ng/ml. Customer stated no treatment was withheld based on triage result.